Event description:
The pt stated that sometime last week "77" was displayed on the screen of his infusion device and the buttons would not respond. He stated he changed the power pack and the device operated properly. The power pack had been in use for 1 month. The pt stated he was not aware of the power pack recall. The pt was educated on the importance of changing the power pack every 2 weeks. The patient was also added to the mailing rotation for replacement power packs. No physiological effects were reported. The pt did not require assistance from a health care professional or second party to address the issue. No product will be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.